Event description:
It was reported that a low blood glucose reminder became frozen on the pump screen and the customer was unable to clear the reminder. During troubleshooting with tandem technical support, the reminder was cleared. The customer reported that prior to the reported issue, blood glucose level was at 65 mg/dl due to doing yard work all day and not having eaten. The customer stated that they would be eating soon. There was no impact to the customer's blood glucose level that was related to the reported issue.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.